Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia attributed to suspected infusion set cannula kinking or site failure while using the ilet, with blood glucose reaching 400 mg/dl for approximately 12 hours and requiring subcutaneous insulin via pen; the user later experienced a severe overnight hypoglycemia event after leaving the pump on. Symptoms included thirst, increased urination, and a severe low with altered consciousness. Outcomes included the use of backup therapy by injection and self-management without medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education regarding avoiding injections while wearing the pump, changing to steel needle sets, and avoiding scarred infusion sites, as well as a recommendation to reset the device history and restart with a different infusion set. Investigation of this case revealed a likely infusion site or cannula performance issue that produced inconsistent insulin delivery leading to hyperglycemia followed by hypoglycemia after continued pump use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.